Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump sleep/wake button was unresponsive, and a firmware update did not restore functionality, after which a replacement ilet was arranged and the patient was instructed on shutdown, data sync to the mobile app, expected delivery, return process, and start-up of the replacement device. Symptoms included no adverse clinical effects, with blood glucose reported at 141 mg/dl. Outcomes included product replacement and continued diabetes management using cgm through the dexcom app or receiver. Investigation included customer service troubleshooting, user guidance, and collection of device information. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.